Manufacturer narrative:
The device was returned for evaluation. A definitive root cause cannot be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the identified failures is cause traced to component failure. A device history review (DHR) was completed, and no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the shockpulse listhotripsy transducer found the device to have no energy. There were no reports of patient involvement.